Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1611902) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, if excessive tension is applied on the device while pulling back on the device handle to deploy the sealant; it can cause a tenting effect which allows the sealant to be deployed away from the arteriotomy when tension is released, thus allowing blood to flow around the sealant. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynx ace device, the user had trouble pulling back on the device handle to button # 2. The device was being used for arterial closure following a lower extremity peripheral interventional procedure. The device was prepped according to protocol. There were no multiple stick punctures; however, there were multiple sheath exchanges. While the user was being instructed on how to pull back the black housing after fully depressing button # 1 to allow for button # 2 to be depressed, the user inadvertently pulled the black handle off the attached introducer sheath. The black handle disconnected from the introducer sheath with the balloon inflated. The balloon was not re-inflated. The device did not come out of the patient when the black handle disconnected from the introducer sheath. The black handle was reconnected to the introducer sheath and the device handle was successfully pulled back to button # 2. A slight raise in the skin which looked like a possible hematoma was observed at that time; however, the user proceeded with the deployment. All the deployment steps were completed. Firm manual pressure was held for 4 minutes when the device was removed from the patient. The groin site looked "soft and squishy;" however, an area to the right of the stick puncture was still noted to be firm. Manual pressure was held for an additional 5 minutes, but that did not resolve the issue. A slight ridge was still observed when the groin was examined. An ultrasound was performed which confirmed a pseudoaneurysm. It was confirmed that the patient did not experience a hematoma. Hard manual pressure was held for an additional 25 minutes at which time the groin was reported to "look good" and was dressed in a normal fashion. The patient was an in-patient and was transferred back to the initial floor. Hospitalization was prolonged as a result of the event. The patient was described as fine upon discharge.